Manufacturer narrative:
One actual sample was returned with the aluminum foil peeled. Visual inspection revealed the sponge was fully separated from the cap. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the sponge was separated from one (1) minicap. This occurred before use. There was no patient injury or medical intervention associated with this event. No additional information is available.